Manufacturer narrative:
(B)(4). Batch # n93e8u. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and identified a two or more partially formed clips eject or fall out of the device jaws when the trigger is released prior to reaching the designed disengagement point defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the scrub nurse felt that the clips were sticking and weren't appropriate for use thereafter. A second device was used and a similar problem had occurred. There was a ten-minute delay to get hemolok and applicator. There were no adverse consequences for the patient reported.